Manufacturer narrative:
On march 30, 2022, the product investigation summary was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.

Manufacturer narrative:
On june 22, 2021, the mentor failure analysis lab received the device for evaluation. On june 26, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 235cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-6741570). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a 235cc mentor memorygel breast implant on the right breast, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via physical examination. As a result, the patient has been scheduled for removal and possible replacement with a mentor gel implant on (B)(6) 2021.

Manufacturer narrative:
On january 27, 2022, mentor became aware that the patient was also diagnosed with bilateral breast capsular contracture (baker grade IV on the right and baker grade iii on the left) and left breast implant malposition. Along with removal of the implants bilaterally, the patient also underwent right breast capsulectomy, bilateral capsulotomy and bilateral replacement with (right) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7656547 sn: (B)(6) and (left) 370cc mentor memorygel breast implant catalog: smpx370 lot: 9509415 sn: (B)(6). This medwatch form is for the right breast prosthesis. The complications on the left breast/implant will be reported under mrn: 1645337-2022-01712.